Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the second firing during a lobectomy procedure, they connected the reload to the handle. The surgeon approached the tissue and pushed the green button and tried to squeeze the handle, but was unable to do so. They replaced the device with a new cartridge, and connected to the same handle, and the firing was completed with no problem. The sales rep noticed some staples of the proximal end slightly appeared from the staple pockets. The event occurred during the procedure but the product was not used for patient. The procedure was completed with another device. There was no patient injury.